Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
(B)(6). No adverse event reported. The same strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.